Manufacturer narrative:
(B)(4). UDI# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was partially unwrapped. A bend to the iabc central lumen was noted at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. Upon further checking, the central lumen within the flex-tip assembly area was noted broken at approximately 5.1cm from the iabc distal tip. The leak from the iabc distal tip and iabc luer end are consistent with the damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.1cm from the iabc distal tip , which is the location of the previously noted damaged/broken central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 77cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon would no unravel during the procedure" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged central lumen can result in an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported that "balloon would no unravel during the procedure". Several attempts were made to get additional information; however, nothing was received at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported that "balloon would no unravel during the procedure". At the time of this report, the customer has not returned our requests for additional information.